Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to bad rails on half-height drawer 2.2 at the station.a field service engineer replaced the drawer with the customer spare to resolve the issue.the system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system, the drawer glides fell off, specifically the long metal plate or side panel equipped with metal balls, preventing users from accessing medication. This incident indicated that the drawer remained operational even after the loss of ball bearings, which were discovered by the nurses. Consequently, there was a delay in obtaining medication for a patient and there was no patient harm. There were no adverse events or injuries reported based on this event.